Event description:
It was reported that patient was undergoing a dual chamber leadless pacemaker (lp) implant. The right ventricular (rv) lp was implanted successfully. Doctor encountered a rom mode on the right atrial (ra) lp before implanting in the patient. The device's image was extracted and firmware was redownloaded. Ra lp was then successfully implanted. Patient was stable before, during, and after the procedure.